Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material came out of nozzle due to nozzle clogging occurred due reprocessing was not conducted properly due to leakage from s-cover. Subsequently, the material was not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to wear of scope cover packing, flexibility adjustment ring had a scratch, the air/water cylinder had no color, suction cylinder had no color, right/left knob had a scratch, grip had a scratch, switch box had a scratch, insulation resistance value at distal end did not meet the standard value due to burn on probe cover, objective lens had a scratch, connecting tube had a wrinkle, connecting tube had a cut, universal cord had a wrinkle, and the air and water supply volume tests failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.